Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012907111 was returned and analyzed. No anomalies were identified during external visual inspection of the array and shaft segments. During external visual inspection of the handle segment: debris/foreign material and cruck were observed inside catheter connector. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode wire #3 and 5. The presence of the debris inside connector prevent the catheter to have a fully connection with cic cable resulting in a noise/signal issue. In conclusion, the catheter failed the return product inspection due to debris/foreign material and cruck were observed inside catheter connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, noisy electrograms were observed, specifically on channels 4-5 and 5-6, and electrode 5 on the catheter was found to be defective. Micro bubbles were observed on intracardiac echocardiography (ice) during two initial ablations. Troubleshooting included changing the interface cable and the electrogram cable, but the noisy electrograms persisted. After performing two ablations and observing a significant amount of micro bubbles on ice, the loop catheter was replaced, which resolved the issue with the electrograms. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.